Manufacturer narrative:
Additional narrative: section b3- unknown/ information not provided. Section d4- model number: unknown, information not provided. Section d4- serial number: unknown, information not provided. Section d4- UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a-unknown, information not provided. Section d6b-unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that unknown intraocular lens(iol) was explanted due to unknown reason. No further information is available.